Manufacturer narrative:
(B)(4). UDI - (B)(4).

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-01190 and 0001825034-2017-01193.

Event description:
It has been reported by the patient's legal representative that the patient underwent a total hip arthroplasty at an unknown hospital. Subsequently, a revision procedure has taken place at an unknown hospital, due to metallosis and periprosthetic pseudotumours. This report is based on allegations set forth in patients notice and the allegations there in are unverified.